Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem, in addition to noting a delaminated upstream occlusion seal. Functional testing revealed a delaminated air detector. The downstream occlusion seal, upstream occlusion seal, and air detector were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a a detached downstream occlusion (dso) seal. The event happened during testing. There was no patient involvement, no patient injury was reported.